Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and silicone migration.

Event description:
Patient reported right side "silent rupture", "siliconoma formation due to extracapsular rupture", "echogenic material consistent with silicone was also visible in at least two right axillary lymph nodes", "minor fibrocystic change was also noted in the axillary tail at 10 o'clock", and "concern about textured implant linked to increased risk of lymphoma". The device remains implanted.

Manufacturer narrative:
Continued h6: [health effect - impact code]: f2203.

Event description:
Patient reported right side "silent rupture", "siliconoma formation due to extracapsular rupture", "echogenic material consistent with silicone was also visible in at least two right axillary lymph nodes", "minor fibrocystic change was also noted in the axillary tail at 10 o'clock", and "concern about textured implant linked to increased risk of lymphoma". Patient is currently breastfeeding. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side "silent rupture", "siliconoma formation due to extracapsular rupture", "echogenic material consistent with silicone was also visible in at least two right axillary lymph nodes", "minor fibrocystic change was also noted in the axillary tail at 10 o'clock", and "concern about textured implant linked to increased risk of lymphoma". Patient is currently breastfeeding. The device was explanted.